Manufacturer narrative:
The reason for this revision surgery was due to a patients dislocation after 4 months in-vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed 1 part (part number: 508-32-103) scrapped due to an oversized feature. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause of the dislocation was reported as the patient having an accident and dislocating. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient dislocating her shoulder; she was at the beach and twisted her arm. The surgeon removed the glenoid head size 32mm, -4mm and the 32 standard insert.